Event description:
Healthcare professional reported "packaging error with a tissue expander, unable to open". Device was not implanted and patient contact did not occur. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: not delamination in the inner lid. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "unable to open" tissue expander.

Event description:
Healthcare professional reported "packaging error with a tissue expander, unable to open". Device was not implanted and patient contact did not occur. Surgery was completed with a backup device.